Manufacturer narrative:
The device was not returned for evaluation as it was sent to pathology at the hospital due to infection. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. Based on the information received, a definitive root cause cannot be determined. However, it is likely that patient's clinical condition contributed to this event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 23mm aortic pericardial valve, implanted for two years and one month, was explanted due to thrombus which was detected on the valve intraoperatively. The subject device was originally implanted at different facility for aortic valve replacement to correct aortic stenosis and regurgitation. Per reported information, the patient was diagnosed with mitral stenosis, regurgitation, and constrictive endocarditis which required surgical intervention. During implant of the mitral valve, the surgeon felt that the mitral valve might have been deeply sutured to the patient¿s native annulus, so he inspected the aortic valve. Inspection revealed a massive thrombus on the aortic valve. There were no abnormalities observed on the subject device. The subject device was explanted and replaced with a 23mm non-edwards device. There were no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ in a general ward at the hospital. The type and source of infection were not reported.

Manufacturer narrative:
One color image of the valve at the outflow aspect was provided. The report of thrombus was confirmed through the image evaluation. Thrombus-like material was observed on the outflow aspect of all three leaflets. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions required at this time.